Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2: reference MFR. Report#: 1627487-2015 -05677. It was reported the patient is unable to put his ipg in MRI mode due to an impedance issue. Follow-up revealed high impedance was found on one of the lead contacts. X-rays revealed one of the lead tails has pulled out of the ipg header. The patient will undergo surgical intervention to address the issue.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2015-05677. Follow-up revealed the patient underwent surgical intervention on (B)(6) 2016. During the procedure, the doctor reconnected the lead tail to the header of the ipg. Surgical intervention resolved the patient's issue.